Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Six sterile representative samples of proglide devices from the same lot reported in manufacturer report numbers 2024168-2011-05212 and 2024168-2011-05213 were returned for evaluation. Functional testing detected that on one of the devices an anterior cuff-to-needle tip detachment occurred during needle plunger retraction. The remaining five devices passed functional testing. A review of the device history record did not reveal any non-conforming material records associated with this lot.

Event description:
The facility returned six unused/sterile proglide devices for evaluation after the customer experienced a cuff miss/suture retrieval issue reported as: "after removing the needles, the physician found that there was no suture attached to the needles. The physician said that it felt as if the needles were not hooking into the footplate correctly". Analysis of one of the devices resulted in an anterior cuff-to-needle tip detachment during plunger retraction.